Manufacturer narrative:
. B

Event description:
It was reported that a patient was experiencing numbness from foot to neck on the implant side of the body post-operatively. It was noted that the device was placed the day of the report. It was unclear if the device was turned on or was turned off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the cause of the event was unknown. It was evaluated by neurology department, and the examination was "negative." Symptoms have since resolved. No patient injury was reported.